Event description:
The pt, intraoperatively during implant surgery, developed a brain hemorrhage and was in hospice. Implant was attempted on his left side. There was no specific device malfunctions or anomalies related to the dbs hardware. Add'l info has been requested.

Manufacturer narrative:
(B)(4)